Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion, the patient experienced stress, discomfort, painful intercourse, recurrent worsening incontinence, elevated blood pressure, irritable bowel syndrome, mesh exposure, chronic hives and heavy scarring. It was also reported that the patient underwent mesh revision on (B)(6) 2011 due to searing pain, discomfort, inflammation and exposure of mesh. It was reported that the mesh was removed and replaced with another mesh on (B)(6) 2011 and on (B)(6) 2011 the mesh was loosened. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a lavh, cystoscopy with hydrodistention, instillation of bladder cocktail performed during mesh implantation.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent an in-office mesh trimming on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.